Event description:
It was reported that the patient's lead lost capture and had dislodged. The physician tried to re-position the lead but it wouldn't stay. The lead was replaced with a tined lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/ stretching/ overstress. The distal lv(low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix extended and stretched out of specification. Tissue was visible on the helix.

Event description:
It was reported that the patient's lead lost capture and had dislodged. The physician tried to re-position the lead but it wouldn't stay. The lead was replaced with a tined lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.